Event description:
(B)(4) received a medwatch report ((B)(4)) on 04/14/2016. Facility reported to FDA that during a robotic laparoscopic hysterectomy, the device in question sparked and smoke was seen. The cable then broke off at junction where it is plugged into a generator. No injury to patient or staff was reported.

Event description:
Richard wolf medical instruments corporation (rwmic) received medwatch report #030060000-2016-8002 on april 14, 2016. The facility reported: a bipolar cord (wolf-brand) was used during a robotic laparoscopic hysterectomy, and the device sparked and smoke was seen. The cable then broke off at the junction where it plugged into a generator. No injury to patient or staff was reported. The device was not returned for evaluation, but photo samples were sent by the user facility and evaluated by rwmic. The evaluation yielded no results, as the actual product was not received. The device did not have a repair history at rwmic. The device appeared to be made prior to 2014 based on the date code (128/182).

Manufacturer narrative:
Rwmic considers this case open. The user facility will be contacted again in an effort to collect missing and unclear information. Rwimic's follow-up report to FDA is pending user facilities response. Device labeling was reviewed for patient and device codes, see below: patient code: not applicable, no known impact or consequence to patient. Device code: IFU includes information regarding electrical line breaks: hf cables with defective, brittle or cracked insulation can cause burns to the user or patient. If the electrical line breaks, an arc can occur causing burns to the user or patient or start a fire, regardless of whether the insulation is also damaged or not. Additionally, the IFU instructs the user to do the following: never use or repair defective hf cables! Always replace them. Do not modify hf cables! The monopolar cables may be operated at a maximum recurrent peak voltage of 4000 vp and the bipolar cables at max. 1000 vp. When plugging and unplugging the hf cable, always hold the plug, never pull the hf cable. Do not place hf cables in parallel with other signal lines (e. Additional new information: event, MFR site, report source, PMA/510k, type of reportable event, if follow-up, what type, device evaluated by MFR, labeled for single use, usage of device. Changed information: brand name, common device name, date rec¿d by MFR, PMA/510k.

Event description:
Follow-up report# 2 is to provide FDA with new information.

Manufacturer narrative:
Follow-up report # 2 is to provide FDA with new and changed information. Rwmic considers this complaint and MDR closed. Follow-up reports will be sent to FDA as required.